Event description:
Reportedly, the instrument was fired on the proximal bowel and the jaws of the stapler would not open. After several attempts to manually open the jaws, another stapler had to be fired on both sides of the surgical site to free the instrument.